Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, leaving screen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed address and warranty, and instructed customer to return damaged pump within required timeframe, program pump settings into replacement pump, and connect continuous glucose monitor to replacement device.